Event description:
It was reported that swan ganz catheter model 777f8, lot 64410911, that during the procedure, the svo2 numbers were reading at half of what the clinician thought it should be. Troubleshooting was to get a venous gas and to do an in vivo calibration for correct numbers. The catheter was not available as it was discarded by facility and a new swan was used. There was no injury to the patient.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified.upon the device history record review results, a supplemental report will be sent.an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
It was originally reported that the customer experienced 5 failed devices, for which each device was previously reported under MDR numbers 2015691 2022 10041, 2015691 2022 10046, 2015691 2022 10047, 2015691 2022 10048, and 2015691 2022 10049. It was clarified that the customer experienced several device failures, but the failures did not occur during the same event. Additionally, only one date of occurrence is known, while the exact number of occurrences and dates for the other reported failures are unknown. Therefore, the previous reports listed above were reported in error, as the customer report of 5 failed devices referred to the quantity of remaining stock they pulled from their shelves and not to the number of occurrences they experienced. Awareness of these facts was not known until notification from the edwards product evaluation lab indicated that the returned devices were sealed units returned for loss of confidence. A new MDR capturing the events for the unknown dates was submitted under MDR number 2015691 2023 10432.